Event description:
It was reported by the patient that the patient alert on their device has triggered everyday for the past two weeks. Patient also stated that he has the device that "malfunctioned." No patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient that the patient alert on their device has triggered everyday for the past two weeks. Patient also stated that he has the device that "malfunctioned". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.